Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was user handling.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the device was intermittently powering off and the "lights going out." There was no patient injury or harm, associated with the problem, reported to olympus.